Event description:
The reporter stated, the trailing haptic of a competitors lens was torn during injection. The likely cause was the foam tip plunger overrode the lens. The incision was enlarged and another lens was inserted. Sutures were required to close incision.